Event description:
Report received from the USA stating the device was "overheating and making loud noises." The device was being used during knee surgery. No pt or user injuries were reported. The date of the event is unk. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).